Event description:
It was reported that, during the implantation of a new implantable neurostimulator (the previous battery was depleted - see manufacturer report # 3004209178-2011-06850 for information related to that issue), impedance readings were greater than 10,000 ohms. Most combinations involving electrodes 0, 1, 2 and 3 were greater than 10,000 ohms, or greater than 3,000 ohms. Combinations between electrodes 4 through 7 were all within the normal range and provided good stimulation to the patient's right side. Combinations with electrodes 0 through 3 did not provide good stimulation. The stimulation was not checked intraoperatively, but it was noted that impedance readings were elevated intraoperatively, as well. It was later reported that the patient required additional surgery, the same day of device implantation, related to this issue. Troubleshooting was performed on the entire device system and the cause of the problem was found to relate to the "tail" of the lead, corresponding to electrodes 0-3. The polymer coating covering the lead had "come apart" and left the wires of the lead exposed at the anchor. The neurostimulator was left implanted. A new lead and extension were implanted after revision of the epidural space. The patient, then, received "great" bilateral stimulation, and was "very happy" with the therapeutic outcome.

Manufacturer narrative:
(B)(4).